Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.